Event description:
Customer reported that she was not able to hear alarms. Customer stated that she set alarm type and performed self-test. However, no audible tones occurred.

Manufacturer narrative:
Unit had no audio tones during tone check on self test due to broken negative transducer wire. Unit passed seat, rewind, basic occlusion test and occlusion test.